Manufacturer narrative:
The device was not returned for analysis; therefore the clinical observation could not be confirmed, and the event cause could not be determined. It is possible that the patient anatomy (the bend) may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this report: 2029214-2017-00419, 2029214-2017-00420.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right internal carotid artery (ica) two pipeline devices would not fully open distally. The first pipeline (ped-500-20) was attempted and it reported that several attempts were made to recapture and redeliver. More than 50 % of the device was deployed when it failed to open. The pipeline was resheathed more than two times and removed together with the microcatheter. A new pipeline (ped-500-18) was used and required balloon angioplasty in order to get the device to fully open at the distal end. As, the distal segment of the pipeline was positioned in a bend. The patient had moderate vessel tortuosity. No patient injury was reported. The aneurysm was saccular with a max diameter of 8 mm and the neck diameter was 5 mm. The distal landing zone was 3.8 mm and the proximal was 4.8 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.